Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be false empty detect and use error; inappropriate bypass of the low drain volume alarm. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 22:43:21. During night drain cycle four, the patient's ultrafiltration reading was 1211ml, indicating the home patient (hp) drained 1211ml more than their maximum programmed fill volume of 1800ml. No additional information is available.